Event description:
The device does not infuse ("no flow").

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. Events recorded on 4 november : only 3.5 ml of infused volume is recorded on this day and infusion is stopped many times by alarms (i.e.. Tubing set positioning, ocs fail) and/or can't start. Therefore history data confirms the reported event. The reported device was sent to brézins for investigation. Marks on door (probably rough tubing set insertion) were observed during external visual inspection. Immediately after starting up, the device triggers a rotation error each time (technical error 01-0001) which prevents the infusion process. Internal check found that the connector of rotation sensor control is not correctly inserted which explains the triggering of the error 01 and/or unexpected alarms as the rotation is not detected. After reassembly, the device is functioning and all checking tests performed successfully. The root cause of this issue is difficult to determine as it may be linked to an incorrect assembly during production or the sensor may have been moved while the device was opened for check or repairs. This is the first case of error 01 with a root cause being an incorrect insertion of control sensor. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.